Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-may-2017, an fse visited the customer site and replaced the drain port 2-way valve. Also, he ran the bf prime diagnostic several times and no "2015" errors occurred. Then he ran a calibrations and quality controls with passing results and no errors observed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a drain port 2-way valve that needed to be replaced.

Event description:
On (B)(6) 2017, a customer reported obtaining error 2015: bf probe purge failure with their aia-360 analyzer. The customer was unable to run beta-hcg, lh-ii and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, lh-ii and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.